Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter body revealed a hole caused by deep abrasion; user related hole. (B)(4).

Event description:
It was reported the patient experienced a ¿sudden increase of spasms" not feeling well, agitated and not sleeping. The symptoms started (B)(6) 2013. A dye study done was done. The results were normal; the catheter was in place. The pump was interrogated. Boluses were given with improvement. The patient was assessed for an infection. A test was done for infection; none was found. The physician believed it was best to replace the system. The device was explanted. The patient was hospitalized. There was no known event or cause of the symptoms. The patient status was alive, no injury, no adverse event. The pump was delivering compounded baclofen

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.